Manufacturer narrative:
UDI -- (B)(4). Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
It was reported that the microsensor was connected to the icp express monitor after MRI scan and the microsensor could not be detected (message ¿no transducer detected¿ on screen). Troubleshooting included changing the grey cable and trying another icp express monitor. Could not get icp readings from the microsensor. The decision was made to return the patient to theatre and remove the microsensor. Was informed 26 feb 2019 that the patient had the microsensor removed. Do not know if another microsensor was implanted or not. The issue was found after the procedure had been completed. The device was revised. The adverse consequences to the patient was the patient had an extra surgical procedure to replace the microsensor. There was no surgical delays because the issue did not occur during a surgical procedure.

Manufacturer narrative:
Sample was received for evaluation. The sample was visually inspected and the sensor diaphragm was broken. The catheter was received with sutures and the material was mashed. No testing was possible. The root cause was stated to be mishandling of the catheter. A review of manufacturing records found no anomalies during the manufacturing process. Based on the results of the investigation, the reported issue could not be confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.